Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the moderate to severe pvl at discharge (pod7), cannot be confirmed. There was no indication of valve dysfunction or migration. In addition to the procedure itself, patient factors (moderate valvular calcification, mild aortic root calcification, moderate septal hypertrophy, moderate mac) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a 20mm sapien 3 valve was deployed in the intended position. Post valve deployment, mild paravalvular leak (pvl) was observed; however, it was reduced to trivial in about 10 minutes. The procedure was completed. On postoperative day (pod) 7, discharge echo showed moderate to severe pvl at the 9 o'clock and the 12 to 3 o'clock directions. No major malposition of the valve was noted; therefore, it was determined that the valve had not migrated. Since the patient was asymptomatic, no actions were taken and the patient was discharged. On pod12, the patient presented at a local hospital with a bnp levels of above 2000 pg/ml. The patient was admitted. Echo showed severe pvl, pulmonary hypertension (70 mmhg), but "less symptoms" were also reported, as the patient was able to walk to the general ward. The patient was also receiving oxygen, but the oxygen saturation level was maintained above 95% even under room air. On pod22, the patient was scheduled to be transferred to the tavr facility for further examination and treatment. On pod28, a vascular plug was implanted, but no improvement was observed. Re-dilation of the valve was then performed with a 20mm balloon. No improvement was observed. Re-dilation of the valve was then performed again with a 22mm balloon prepared with 21ml of fluid. The pvl was decreased to mild. At the time of this report, the patient's condition was improving. The native annular diameter measured 19.4mm by CT. Moderate valvular calcification and mild aortic root calcification was reported.

Manufacturer narrative:
(B)(4) from the tavr procedure was reviewed. Procedural cine indicated a horizontal aorta and calcified leaflets. During the bav, contrast was observed to be leaking around the inflated balloon (balloon size was unknown). The valve deployment was done well, with good slow inflation. The valve was in good position and fully expanded. The first post implant root angiogram image indicated moderate pvl. The second post implant angiogram image indicted +1 pvl. It was difficult to be precise on the degree of pvl due to the poor quality of the images, small view window and format of the cd. (B)(4) review impressions were that this was a difficult case with the horizontal aorta. The bav was performed well; however, a larger bav balloon may have been a better choice to size the annulus due to the large contrast leak observed around the bav balloon. The valve was deployed well, in good position and fully expanded. It was recommended that in the case of pvl, an upsize balloon should be used to expand / post dilate the valve before implanting a vascular plug.

Manufacturer narrative:
Further imagery review was performed by a ¿CT/echo specialist¿ at edwards lifesciences. A 3mensio report was performed/created. The annulus, prior to the valve implant, measured 314mm2 with no calcium. No calcium was observed in the lvot. It was not possible to measure the angle of the valve from the fluoroscopy images during the procedure to make sure the valve was fully expanded. The valve did not appear to be fully deployed in the long axis. Based on the available fluoro and echo from the procedure, the pvl was 1+ or more. The CT scan, performed after the procedure, confirmed that the valve was not fully deployed. In conclusion: the annulus was marginal in dimension and with no calcium, s3 was under deployed, post dilatation with 22 compliant balloon was not enough to fully deploy the entire valve.